Event description:
It was reported that during a da vinci si surgical procedure the vessel sealing instrument did not seal or cut. The instrument articulated, but was reported to not seal or cut. The system was power cycled, the vision side cart circuit breaker tripped, and the erbe unit was power cycled. All the cables were reseated related to the vessel sealer, erbe and instrument control box. The system powered on with n errors. The customer completed a case using the vessel sealer with no errors or issues. The system is operating per specifications. No patient harm, adverse outcome or injury was reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.